Manufacturer narrative:
This is covered in CAPA (B)(4).

Event description:
It was reported that the shock impedance post implant was 46 ohms. An x-ray and CT were done and found the electrode had penetrated below the sternum. An additional procedure was done to re-position the electrode. The testing was normal and the shock impedance is now 72 ohms. There were no additional adverse patient effects. This is covered in CAPA (B)(4).